Manufacturer narrative:
(B)(4). G2: foreign - event occurred in romania. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the battery case won't close properly, and when connected to handpiece, the power tool won't turn on. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date, no additional information or product has been received.